Manufacturer narrative:
Updated to reflect the information received on 2019-nov-19. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer's representative on 2019-nov-19. It was reported that the hcp was not able to give the patient's weight. It was confirmed that the patient's medical history of a traumatic brain injury was not considered to be caused by or related to the device/therapy as it occurred prior to the pump implant. It was repeated that the patient would be scheduled for a spinal segment replacement and a reconnection of the system. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jan-2020, UDI#: (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500 units of lioresal at minimum rate via an implantable pump for intractable spasticity. On 2019-nov-15, it was reported that the patient's catheter anchor had eroded through the skin at the spine. It was determined that the area was infected. The hcp removed the anchor and spinal segment of the catheter. The spinal wound was reclosed and the removed catheter portion was discarded. The pump pocket was not touched but the pump was reduced to minimum rate. The spinal segment would be revised once the wound heals and it is confirmed that no infection is present. It was noted that the patient was small, thin and immobile, which might have led or contributed to the issue. No diagnostics/troubleshooting was performed. The issue was not considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported. The patient¿s medical history included traumatic brain injury.